Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a low blood glucose level of 37 mg/dl. Customer does not know why it is low. Customer stated that she treated by drinking apple juice and eating candy. Customer is feeling slightly down right now. Customer stated that she was at 63 mg/dl right now. Customer treated with glucose tablets. Customer's blood glucose level went up to 82 mg/dl. Customer stated that the dome sticker had fallen off the pump. Customer was not admitted as an inpatient for medical treatment. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with missing end cap sticker, minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.